Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. The complaint cannot be confirmed since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The likely root cause is "severe stenosis and tortuosity of the vessel" which made access very difficult. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that there was a kink in the r2p destination sheath. Multiple attempts were made to approach the right eia using the r2p destination sl guiding sheath. However, due to severe stenosis and tortuosity of the vessel, access to the target site was difficult and the sheath kinked at the proximal end. The physician decided not to use the guiding sheath to avoid any risk in the procedure. The guiding sheath was replaced with another guiding sheath to continue the procedure and the procedure was successfully completed. It was regarded that the event was not caused by the failure of the sheath. There was no patient injury, medical/surgical intervention required. There was no health damage to the patient. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.